Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sigma tibia punch was difficult to load. Once loaded the scrub nurse believed the punch was locked on to the handle but once pulled it removed easily. Other punches in the set were loaded and they were successfully loaded. Another set was opened and correct size punch was chosen and locked into position on handle. There were no reported patient consequences or surgical delays.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.